Manufacturer narrative:
All operating currents are within specification. No unexpected blank display noted. The insulin pump alarmed motor error during rewind due to corroded motor home switch. No moisture damage on electronic assembly noted during visual inspection. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer was unable to troubleshoot due to insulin pump having a blank display. Customer's blood glucose was unknown. Customer reported insulin had leaked out in the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.